Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to the following: issue summary: it was reported that a leak was occurring in the unit. This failure was not reported to have been discovered during patient use. Therefore, there is no patient injury. Investigation status: this case is not hazardous. A leak rate of 750 ml or lower is insufficient to affect device ventilation. Cause analysis: the cause of the leak was determined to be the patient circuit. This failure may have occurred due to normal wear and tear. Control measures: based on information provided by the customer, it was determined that this issue did not cause death or serious injury and if it were to occur again it is unlikely to lead to death or serious injury. This record has been assessed as not an adverse event and is not reportable in any region at this time.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a potential loss of mechanical ventilation due to a leak > 4.5 lpm. There was no patient injury.